Event description:
It was reported that a straight catheter kit was identified with an unknown item/material in it. Customer have not heard of this occurrence with any other straight catheter kits. No medical intervention and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo: received two (2) photo samples. Both photo samples showcase an overview of a surestep intermittent tray with foreign material on tray. Based on the photo sample received, the product does not meet specifications. A labeling review is not required because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a straight catheter kit was identified with an unknown item/material in it. Customer have not heard of this occurrence with any other straight catheter kits. No medical intervention and no patient injury was reported.